Manufacturer narrative:
Clinical review: a temporal relationship exists between the liberty cycler set and the patients peritonitis event (characterized by abdominal pain). However, currently there is no allegation or objective evidence that a liberty cycler set malfunction or product deficiency was associated with the event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture grew the organism acinetobacter which is a bacterium often associated a breach in sterility during the pd exchange. Therefore, the patient¿s peritonitis can be reasonably attributed to a breach in aseptic technique during a prior hospitalization (unrelated to dialysis), as reported by the patient¿s pd nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a nurse that a patient on peritoneal dialysis (pd) has peritonitis during a call to customer support to place a supply order. There were no reported allegations that the event was related to an issue with fresenius products. In additional follow-up, the patient¿s pd nurse confirmed the patient was diagnosed with peritonitis on (B)(6) 2021. The nurse stated the patient was discharged from the hospital the day before (on (B)(6) 2021) and began developing symptom of abdominal pain. The nurse confirmed the reported hospitalization was not related to dialysis. As a result of the abdominal pain, the patient had a pd culture obtained (on (B)(6) 2021) which grew the bacteria acinetobacter (species unknown). It was reported the patient is being treated with antibiotic therapy (medication unknown). Additionally, the patient required removal of the pd catheter (not a fresenius product). The patient was transitioned to hemodialysis and is recovering from the event, according to the nurse. The pd nurse stated the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse attributed the peritonitis to a nosocomial infection caused by a breach in aseptic technique while the patient was previously hospitalized for an unrelated issue. The cycler set is not available to be returned for analysis.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
It was reported by a nurse that a patient on peritoneal dialysis (pd) has peritonitis during a call to customer support to place a supply order. There were no reported allegations that the event was related to an issue with fresenius products. In additional follow-up, the patient¿s pd nurse confirmed the patient was diagnosed with peritonitis on (B)(6) 2021. The nurse stated the patient was discharged from the hospital the day before (on (B)(6) 2021) and began developing symptom of abdominal pain. The nurse confirmed the reported hospitalization was not related to dialysis. As a result of the abdominal pain, the patient had a pd culture obtained (on (B)(6) 2021) which grew the bacteria acinetobacter (species unknown). It was reported the patient is being treated with antibiotic therapy (medication unknown). Additionally, the patient required removal of the pd catheter (not a fresenius product). The patient was transitioned to hemodialysis and is recovering from the event, according to the nurse. The pd nurse stated the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse attributed the peritonitis to a nosocomial infection caused by a breach in aseptic technique while the patient was previously hospitalized for an unrelated issue. The cycler set is not available to be returned for analysis.